Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report hyperglycemia and glucose reading error symbol on (B)(6) 2014. Additionally, the foreign distributor reported that patient's pump stopped when the battery died. Foreign distributor did not report any medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4)